Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05404, 0001822565 - 2017 - 05410, 0001822565 - 2017 - 05411, 0001822565 - 2017 - 05412. Concomitant medical products: unknown cup p/n unknown l/n; unknown femoral head p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown. A revision has not occurred at this time, the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the patient is scheduled for a revision for an unknown reason at an unknown date. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through x-ray review. X-ray review noted, dislocation of the femoral component in which the femoral component is superolaterally positioned with respect to the acetabular cup. The entirety of the femoral component is not imaged but the partially seen cerclage wires appear fractured. The bone surrounding the fractured cerclage wires appears demineralized and resorbed, with gap between the bone and hardware seen medially. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was indicated for a hip arthroplasty revision due to unknown reasons. No revision has been reported. Additional information on the reported event is unavailable. Review of radiographs identified that the patient experienced a dislocation of the hip prosthesis. Bone resorption by the femoral component and fractured cerclage wires were further noted.